Event description:
On (B)(6) 2025, the user reported that the sleep/wake button on the device was inconsistent in functioning. The user noted that the button eventually worked but required multiple attempts to activate. No troubleshooting had been performed prior to the report. The device continued to function, and no blood glucose impact was reported at the time of the event. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.